Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. The reported patient effects of mr (unchanged) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported incomplete coaptation appears to be due to challenging patient morphology/pathology. Additionally, the patient effect of the tissue damage was due to reported slda and unchanged mr was likely a result of the tissue damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for single leaflet device attachment and leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 with sclerosed leaflets. A mitraclip was advanced and successfully implanted, however after deploying the clip a single leaflet device attachment (slda) occurred. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. In the physicians opinion, the slda due to sclerotic and fragile leaflets. It was noted that visualizing the clip was difficult. Post procedure mr remained at 4. The posterior leaflet length had decreased from 100mm to 0.49cm post procedure; tissue damage occurred. Due to challenging anatomy, surgery is planned. However, it is not known at this time if surgery has taken place. There was no clinically significant delay in the procedure. No additional information was provided.